Event description:
Hcp reported the patient had an infection of their synchromed pump. It was explanted and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.